Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that in (B)(6) 2016, the pump turned upside down and the doctor was able to flip it back. Then, "a couple weeks ago", it was painful getting a refill. The patient was taken to a surgery center and it was stated that the pump had moved and the doctor could not find a port to put drug in. It was noted the patient had a fluoro x-ray done. No further issues were reported or anticipated.